Manufacturer narrative:
The reported field event of an no pacing and high threshold was confirmed in the laboratory. The device was tested on the bench and the hybrid was found to have conductive epoxy attachment issues with one of the capacitors. It is believed that this attachment issue contributed to the output issue noted in the field and is consistent with manufacturing anomaly. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that high atrial capture threshold was observed. During the procedure, the parameters of the atrial lead were good. It was found that the ventricular lead was inserted into the pacemaker¿s atrial port. The physician believed there was a problem with the pacemaker¿s atrial interface. The pacemaker was explanted and replaced. The patient was in good and stable condition.